Event description:
It was found during baxter's evaluation of a spectrum pump that a note received with the device stated it had "no occlusion". It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The reported symptom of "no occlusion", as reported by the customer note, was inadvertently missed at evaluation, therefore it is unable to be confirmed or reproduced. Review of functionality testing shows that the unit passed testing for both upstream and downstream occlusion detection. Also, during the engineering evaluation, the unit passed all upstream occlusion testing. Review of the history log shows the pump was recognizing occlusions as well, as there are multiple upstream and downstream occlusions in the log. While the unit went through the repair process there was no indication that the pump was not recognizing occlusions.